Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed; however, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A second clip was deployed medial to the implanted clip to stabilize the slda clip. A third clip was deployed to further reduce mr. Three clips implanted, reducing mr to 1. There was no clinically significant delay during the procedure. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported single leaflet device attachment cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.